Manufacturer narrative:
Device power up properly after battery installation. Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08725 inches. No failed battery test alarms noted. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label. No broken off pieces at the battery tube threads noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on unknown date with blood glucose of 219 mg/dl. The customer was treated with insulin drip , fluids in the hospital. Troubleshooting was done for damage. The customer was declined to troubleshoot for high blood glucose level. The customer was reported that the insulin pump had failed battery alarm. The customer was also reported that contacts were not missing or damaged and insulin pump was cracked above the screen on each side around it. The customer was reported that the location of damage was top of the pump screen, battery compartment. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.